Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to the mobile power unit (mpu) was not confirmed as the alarms were not observed in the log file. The submitted system controller event log file contained approximately 1 day of data (20mar2023 ¿ 21mar2023 per the timestamp), and the submitted system controller periodic log file contained panning approximately 255 days of data (09jul2022 ¿ 21mar2023 per the timestamp). The data in the log files did not indicate any issues with the mpu. No atypical low voltage advisory alarms occurred while connected to the mpu. The pump maintained a speed above the low speed limit without issue throughout the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the low voltage alarms was identified, and to confirm the date of the two low voltage advisory alarms that occurred while connected to the mpu; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit (mpu) was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had two low voltage advisories while on the mobile power unit (mpu) on the morning of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.